Event description:
It was reported to company that the occlusion balloon deflated unexpectedly during the procedure. Preparation of the device went fine. The physician inserted the occlusion balloon wire into the patient's saphenous vein graft and inflated to occlude the vessel. The physician was deploying the primary stent, when the wire broke. The wire break occurred outside the patient near the y-adapter, and caused the occlusion balloon to deflate. The patient became symptomatic immediately and complained of chest pain. The physician observed no flow and immediately removed the device and administered medication to re-establish timi 2 to timi 3 flow. The patient was then placed under observation and is reported to be in stable condition.